Event description:
It was reported that a pump alarmed for a system error 110 while delivering magnesium sulfate (programmed amount and delivery rate unk). The device passed preventive maintenance testing at the facility. System error 110 was observed in the history log, however, the device was tested for 5 hours, and no system error 110 occurred.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the system error 110 was due to cam gears that were not sufficiently secured to the cam shaft. Review of the history log shows that the pump alarmed for system error 110.